Manufacturer narrative:
The golvo mobile lift in intended to be used for transferring patients between devices, floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. The liko silhouettesling is a pliable sling which adapts to the body and the design aims to reduce the space needed in the wheelchair. It provides for a slightly reclined siting posture and supports the entire upper body, which is good for patients with reduced head and torso stability. The patient can hold the arms either outside or inside the sling. The head support is adjustable. Design and material make silhouettesling suitable for lifting to moulded seats, since the sling is usually left in the wheelchair after the lifting operation is completed. Silhouettesling can also be used in bathing and showering situations. A fractured femur is a serious injury that requires immediate medical care that are commonly treated with casting/immobilization, and/or surgery and physical therapy. Elderly people who are prone to injuries from falls are at a higher risk for femur fractures. Additional information regarding the precise sequence of events were requested to the customer, however, this could not be provided. It was the confirmed that the cut in the sling occurred during the patient transfer, and the sling bar's latches were not present prior to the reported event. The latches were ordered and will be replaced by the customer. In this event, the patient suffered a fracture of both femurs, and required medical interventions (application of 2 casts) to preclude permanent impairment of body function or permanent damage to a body structure, which concludes a serious injury occurred. Additionally, the exact cause of the patient fall is unknown at this time, and a use error/misuse of the device cannot be excluded due to the findings of a clear cut in the fabric of the harness that appeared to be made from a sharp object. If any additional and relevant information is received the case will be re-assessed accordingly.

Event description:
It was reported that during the mobilization of a bed-ridden patient with a golvo 7007 lift the sling broke at one end, causing the patient to fall. The patient was transported to the nearest hospital's emergency department where she was hospitalized and is currently under medical treatment. It was noted the patient suffered a fracture of both femurs, receiving casting of her bilateral femoral diaphysis. This report was filed in our complaint handling system as (B)(4).